Event description:
The customer reported that an 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have inspected the device and could not duplicate the reported failure. The unit passed extended self testing.